Event description:
There was a leak at the distal part (blue), at the junction of the tube and the part that binds.

Manufacturer narrative:
Received a portion of a 13.5f x 24 cm silicone double lumen catheter. The lumen is cut 1 cm from the hub. The distal portion of the lumen was not returned. A functional exam of the sample revealed two pine hole in the extension tubing directly opposite each other 2 mm from the bottom of the extension sleeve. A review of the manufacturing records indicated all device specifications and quality requirements were satisfied. The extension was cross sectioned and measured. All measurements were within the design specifications. This family of devices is 100% leak tested prior to release. We are unable to determine the cause or factors which may have contributed to this event.